Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 36 mg/dl. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer went to the emergency room and was treated with intravenous fluids of saline and was subsequently hospitalized. Reportedly, the customer lost consciousness. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.